Event description:
(B)(4). Heavy periods with extreme cramps and blood clots, chronic pelvic, back and leg pain, migraines, blurred vision, blood clots, heart attack, tia, anemia (due to periods) osteopena resulting in multiple fractures and hospitalization, hypothyroidism, depression, anxiety, fatigue, degenerative arthritis, breast health issues, muscle aches and joint pain.